Event description:
It was reported that the cup migrated vertically which was noticed via x-ray and the head was completely dislocated from the cup so the left hip was revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown securefit series ii cup. An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.